Event description:
A customer from (B)(6) received a blood result of 400mg/dl on his contour link and adjusted his insulin accordingly. Subsequent reading was 30mg/dl and customer experienced hypoglycemic symptoms. Strips expected to be returned for evaluation.

Manufacturer narrative:
In some countries outside the united states, customer info is not provided due to privacy laws. Product info was not provided so product info could be obtained. It's not possible to determine the manufacture date.